Event description:
It was reported that the insulin pump alarmed calibration error. Customer also reported a bent cannula. Customer's blood glucose reading was 223 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has ben returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.